Event description:
During a device change out, the physician observed an inside-out abrasion between the distal and proximal shock and proximal shock coil. All measurements showed proper values. The lead was capped and a portion was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received visual analysis revealed no damages on the outer insulation for the returned portions. Without return of the entire lead, a complete analysis could not be performed.